Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: unknown); product type: 0195-heart valves; implant date: na ; explant date: na. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to a bicuspid aortic valve. During the loading of a transcatheter valve, a misload was observed on fluoroscopy. The identified issue was a frame node overlap extending to the 4th node. A new valve was loaded into the misloaded delivery catheter system (dcs) and used to complete the procedure. It was noted a 5 minute procedural delay occurred in result of the event. Per the physician, an infold contributed to the event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was observed before the system was inserted into the patient. Additionally, patient anatomy was not a contributing factor because the infold occurred during loading.